Manufacturer narrative:
MFR control no. Dc97-934. The sample has been returned to arrow. Our examination of the sample found that one of the wires on the fragmentation basket was fractured at the cable/basket sleeve. The basket wire failure probably occurred due to fatigue.

Event description:
It was reported that the fragmentation basket separated during the procedure and couldn't be removed. A snare device was utilized to remove the basket. There were no pt complications.